Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis found that a power on reset (por) occurred for write to locked ram on 2012-(B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the save to disk of the device was reviewed. It revealed there was one power on reset (por) for write to locked ram on (B)(6) 2012 t 05:42:06 and one patient alert for por on (B)(6) 2012 at 04:42:06. (B)(4).

Event description:
It was reported that the device had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.